Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam particles found in the assembly. Cosmetic defect - 1-7 corrosion was noted. Eval noted in ra 312181353. The device was scrapped.

Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam particles found in the assembly. Cosmetic defect - 1-7 corrosion was noted. Eval noted in ra 312181353. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.